Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. A blood patch was done, and follow-up identified the patient is feeling better.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.